Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced the hyperglycemia. The customer's blood glucose level was 22.8 mmol/l. Customer received sensor expired and change sensor alert when they started new sensor. Customer declined troubleshooting for high blood glucose. The auto mode feature was unknown at time of high blood glucose event. Customer was unable to upload to carelink. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozo-unk-snsr.